Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic infection ("numerous bacterial infections") and urinary tract infection ("utis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), pelvic infection (serious criteria medically significant and clinically significant/intervention required), urinary tract infection (serious criterion medically significant) with dysuria, the first episode of pelvic pain ("pelvic pain/pain"), headache ("headaches"), arthralgia ("joint pain"), weight increased ("weight gain especially in the abdominal region"), dyspepsia ("digestive issues") with nausea and vomiting, diarrhoea ("diarrhea"), photosensitivity reaction ("allergic to the sun"), weight loss poor ("finds it hard to lose weight"), dyschezia ("pain with having a bowel movement "), flatulence ("pain when passing gas"), dyspareunia ("pain with intercourse"), alopecia ("thin hair"), trichorrhexis ("brittle hair"), depression ("depression") with fatigue, amnesia, disturbance in attention and anxiety, the second episode of pelvic pain ("pain"), rash ("skin rash, rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), hyperhidrosis ("heavy sweating"), night sweats ("night sweats") and pyrexia ("fevers"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, pelvic infection, urinary tract infection, first episode of pelvic pain, headache, arthralgia, weight increased, dyspepsia, diarrhoea, photosensitivity reaction, weight loss poor, dyschezia, flatulence, dyspareunia, alopecia, trichorrhexis, depression, second episode of pelvic pain, rash, mood swings, feeling abnormal, hyperhidrosis, night sweats and pyrexia outcome was unknown. The reporter considered abdominal pain, pelvic infection, urinary tract infection, the first episode of pelvic pain, headache, arthralgia, weight increased, dyspepsia, diarrhoea, photosensitivity reaction, weight loss poor, dyschezia, flatulence, dyspareunia, alopecia, trichorrhexis, depression, the second episode of pelvic pain, rash, mood swings, feeling abnormal, hyperhidrosis, night sweats and pyrexia to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter) , implantation date ((B)(6) 2011) and removal via hysterectomy ((B)(6) 2015) added, newly reported events included skin rash, rashes, brain fog, mood swings, heavy sweating, night sweats, fevers company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and numerous urinary tract infections. Upon follow-up receipt, case became legal and it was reported that consumer had a hysterectomy and removal of essure implants. The previously reported numerous bacterial infections was recoded to pelvic infection. Urinary tract infections is unanticipated while the other events are anticipated in the essure's reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Thus, a causal relationship between numerous bacterial infections and essure cannot be excluded. After essure insertion pelvic pain may occur. Even though the mentioned infections could alternatively explain the pelvic pain, a contributory role of essure in this event cannot be ruled out. Urinary tract infection (uti) pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. In this particular case, limited information was provided. Nevertheless, considering uti physiopathology and given essure local action at fallopian tubes, causality is considered unlikely. This case was regarded as incident as a surgical intervention was reported. In addition, non serious events were reported. A new product technical complaint analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 06-oct-2015. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic infection ('numerous bacterial infections') in an adult female patient who had essure (batch no. 869761) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with novasure endometrial ablation". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("utis") with dysuria, pelvic pain ("pelvic pain/pain"), headache ("headaches"), arthralgia ("joint pain"), dyspepsia ("digestive issues") with nausea and vomiting, diarrhoea ("diarrhea"), photosensitivity reaction ("allergic to the sun"), weight loss poor ("finds it hard to lose weight"), dyschezia ("pain with having a bowel movement "), flatulence ("pain when passing gas"), dyspareunia ("pain with intercourse"), alopecia ("thin hair"), trichorrhexis ("brittle hair"), depression ("depression") with fatigue, amnesia, disturbance in attention and anxiety, pelvic pain female ("pain"), rash ("skin rash, rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), hyperhidrosis ("heavy sweating"), night sweats ("night sweats") and pyrexia ("fevers") and was found to have weight increased ("weight gain especially in the abdominal region"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic infection, urinary tract infection, pelvic pain, headache, arthralgia, weight increased, dyspepsia, diarrhoea, photosensitivity reaction, weight loss poor, dyschezia, flatulence, dyspareunia, alopecia, trichorrhexis, depression, pelvic pain female, rash, mood swings, feeling abnormal, hyperhidrosis, night sweats and pyrexia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, diarrhoea, dyschezia, dyspareunia, dyspepsia, feeling abnormal, flatulence, headache, hyperhidrosis, mood swings, night sweats, pelvic infection, pelvic pain, photosensitivity reaction, pyrexia, rash, trichorrhexis, urinary tract infection, weight increased, weight loss poor and pelvic pain female to be related to essure. The reporter commented: discrepancy: insertion date- (B)(6) 2011, (B)(6) 2011. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number, product expiration date, reporters added. New event- event essure insertion with novasure endometrial ablation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic infection ('numerous bacterial infections') in an adult female patient who had essure (batch no. 869761) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with novasure endometrial ablation". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("utis") with dysuria, pelvic pain ("pelvic pain/pain"), headache ("headaches"), arthralgia ("joint pain"), dyspepsia ("digestive issues") with nausea and vomiting, diarrhoea ("diarrhea"), photosensitivity reaction ("allergic to the sun"), weight loss poor ("finds it hard to lose weight"), dyschezia ("pain with having a bowel movement "), flatulence ("pain when passing gas"), dyspareunia ("pain with intercourse"), alopecia ("thin hair"), trichorrhexis ("brittle hair"), depression ("depression") with fatigue, amnesia, disturbance in attention and anxiety, pelvic pain female ("pain"), rash ("skin rash, rashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), hyperhidrosis ("heavy sweating"), night sweats ("night sweats") and pyrexia ("fevers") and was found to have weight increased ("weight gain especially in the abdominal region"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic infection, urinary tract infection, pelvic pain, headache, arthralgia, weight increased, dyspepsia, diarrhoea, photosensitivity reaction, weight loss poor, dyschezia, flatulence, dyspareunia, alopecia, trichorrhexis, depression, pelvic pain female, rash, mood swings, feeling abnormal, hyperhidrosis, night sweats and pyrexia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, diarrhoea, dyschezia, dyspareunia, dyspepsia, feeling abnormal, flatulence, headache, hyperhidrosis, mood swings, night sweats, pelvic infection, pelvic pain, photosensitivity reaction, pyrexia, rash, trichorrhexis, urinary tract infection, weight increased, weight loss poor and pelvic pain female to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy: insertion date- (B)(6) 2011, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.